Manufacturer narrative:
H4: the lot was manufactured between july 15, 2024 ¿ july 17, 2024. The device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the device was observed which suggested a leak. Further inspection revealed that the leak was from a broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause was determined to be from application of extra solvent during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.